Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade and subsequent patient death could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a cardiac tamponade was noted on the echocardiogram at the timing of transition from lpv to rpv during ablation by the rspv and the patient expired. The patient initially was hypotensive, but vital signs improved with pericardial drainage and drug loading. During pericardial drainage, 250 cc of pericardial fluid was aspirated. After vital signs improved, the ablation catheter was replaced, and the procedure completed. At the end of the ablation, it was reversed with protamine and the patient returned to the room. After 1 to 2 hours, the condition suddenly deteriorated with chest pain and became pea (pulseless electrical activity). Despite CPR (cardiopulmonary resuscitation), the patient died without rosc (spontaneous return of heartbeat). A thoracotomy was not performed. The causal relationship with the product is unknown and there were no alleged performance issues with any abbott devices.